Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery again. Customer blood glucose was 283 mg/dl when she woke up. Troubleshooting was completed with a previous svn and determined it was due to a possible occlusion. Customer has not tried different cannula lengths. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.